Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the service code was isolated to the defibrillator pca. High voltage capacitors c19 and c22 were fractured from the defibrillator pca, causing the service code and damaging resistor r45 on the computer/analog pca.. The monitor enclosure showed signs of heavy physical abuse. The root cause for the damaged capacitors was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code during the distributor evaluation.